Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The tip of the screwdriver (approximately 4mm) broke off inside the screw of the glenosphere upon implantation. The surgeon was tightening the screw at the time of breakage. The tip remained implanted into the patient.